Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges. Additionally, it was reported that the pump fill estimate was inaccurate. There was no reported impact to blood glucose. Reportedly, the customer had manual injections available as alternate insulin therapy.